Event description:
Customer reported a power source alert with their insulin pump. The impact on the blood glucose level was not disclosed by the customer. The customer attempted several troubleshooting steps, including using different adapters and cables, but the issue persisted. Technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.